Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. No number ramping or scrolling on display noted during testing. No moisture damage found on electronic assembly and motor. The insulin pump was received with cracked at corner display window, broken battery tube threads, scratched on lcd window, cracked at reservoir tube, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer also reported that the numbers were ramping on their own and the scroll bar was moving without input. The customer's blood glucose was 151 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.